Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented with an alert for non-sustained ventricular oversensing. Far p-wave oversensing was observed. Programming changes will be made. There were no patient symptoms reported.